Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follow: date: (B)(6) 2012, inratio2: 1.9, lab: 6.0, time between testing: (two hours). There were signs of bruising on pt's leg. Pt was not hospitalized. Customer was milking the finger in the attempt to collect sufficient sample for the test. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Pt has lupus. Pt's current health status cannot be ruled out as a cause for unexpected inr results or errors in testing. Customer was milking the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample. "Squeezing the finger-stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.9, lab: 6.0, mean: 3.95, confidence limits: (2.3 - 5.7). The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant below the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. No product associated with the complaint is expected for return. In-home therapeutic donor testing with retain strips was performed with reported lot number 287163. Test results as follows: donor: 215, inratio results: (2.3, 2.3, 2.4), reference: 2.13, bias threshold : (1.13 - 3.13), %cv: 2.47. Donor 207, (2.4, 2.3, 2.4), 2.15, (1.15 - 3.15), 2.44. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation in necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Pt's condition as a cause of the unexpected results cannot be ruled out. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. (B)(4). This issue will be submitted to tracking and trending. No corrective action required at this time as no product deficiency was established.